Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebu0094 showed no other similar product complaint(s) from this lot number. Sample was discarded by facility.

Event description:
It was reported by the patient that they had a powerpicc placed in october 2017. The facility stated that the PICC was cracked where the catheter enters the hub. Catheter was removed and replaced. No patient injury reported.